Event description:
Patient was revised to address loosening of the femoral stem at both interfaces and poly wear. Competitor cement was used at the time of original implantation. Osteolysis were also reported.

Manufacturer narrative:
Patient was revised to address loosening of the femoral stem at both interfaces and poly wear. Competitor cement was used at the time of original implantation. Osteolysis were also reported. Doi (B)(6)1999 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. An operative report from the october 1999 primary surgery was provided. It is primarily a description of the surgical procedure and does not offer a root cause for the now reported loose femoral component. Poly material wear was also reported. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.